Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage requiring rescue tape application could not be confirmed through this evaluation as no images depicting the damage were submitted and no product was returned. It was reported that the patient presented with damage to the driveline which required the use of rescue tape. The patient was reportedly doing fine, and pump parameters were within normal limits. The submitted log file was unremarkable. The pump operated as intended at the set speed. Although a specific cause for the driveline damage could not be conclusively determined, it did not appear to have contributed to any electrical issues. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas IFU and patient handbook contain various sections on how to care for the driveline as well as how to respond in the event of driveline damage. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. This document outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to damage. The heartmate ii lvas patient handbook, is currently available. This document contains a section on ¿caring for the driveline.". The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the green pump running light turned off and no audible or visual alarms were observed. The pump speed, flow, power and pulsatility index (pi) were within normal limits. The patient changed out battery and clips and green pump running light was then visible and lit. Rescue tape was placed on the patient¿s driveline while in clinic on (B)(6) 2021. No additional information provided.